Event description:
It was reported the patient was admitted to the intensive care unit (ICU) with hypoglycemia. The patient was found unconscious and the insulin pump was found empty. It was reported that the patient had been eating and drinking before the admission. It is unclear if the death was caused by pump failure or user error. The doctor confirmed the cause of death due to hypoglycemic brain injury.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported death and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.